Manufacturer narrative:
Section a2: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the report of hemolysis could not conclusively be established through this evaluation. The account communicated that the patient was admitted for hemolysis with elevated ldh of 781. There was reportedly no alarm for the event. The account indicated that there was no clear cause for the patient¿s elevated ldh. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range.

Manufacturer narrative:
Approximate age of device 4 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted with elevated lactate dehydrogenase 781 units per liter for further evaluation. Heparin drops initiated and lactate dehydrogenase overall remained unchanged. No other signs and symptoms of hemolysis (urine analysis no blood, normal vad parameters, no new signs and symptoms of heart failure). Patient was discharged on (B)(6) 2018 on lovenox bridge.